Event description:
Rptr stated that the family member's meter to lab comparison was 87 mg/dl (ss) and 156 mg/dl (lab), respectively (44% difference). The tests were done within one hour of each other. No symptoms were reported. Pt did not have supplies needed to do control test. The meter was replaced. On f/u, co rep reviewed coding, cleaning, use of control solution, strip storage and meter/lab comparisons with pt. There was no allegation of harm.